Manufacturer narrative:
Please note that result code no longer applies to this report. Analysis of the returned lead (lot # v110880) revealed that all wires were broken 9.3 centimeters from the proximal end of the 0-3 leg at the twist lock anchor site. Analysis of the returned extension (serial # (B)(4)) found no anomalies. Analysis of the other returned extension (serial # (B)(4)) found no significant anomaly but the product had been cut through and was segmented. Analysis of the returned implantable neurostimulator (ins) (serial # (B)(4)) found that the ins had a reduced battery capacity due to overdischarge. The ins was received with no telemetry. The ins was recovered with a physician mode recharge and a trace report was obtained which revealed that the total recharge count was 86, the last recorded recharge session while the ins was implanted occurred on (B)(6) 2014 where the ins was recharged for 39 minutes and the battery charged from 3.935 volts to 4.025 volts. The battery had discharged to lock mode on (B)(6) 2014, and the total therapy loss count was two. The parameter trend diagnostic section of the trace report showed that the last patient usage was on (B)(6) 2014. Analysis of the returned twist lock anchors revealed no significant anomalies but that the anchors had been cut.

Event description:
It was reported that the patient was having a device replacement procedure. The coverage was good prior to the procedure. The patient had no problems with recharging or coverage when it was in use. The patient presented to the hospital today for a battery replacement. During the procedure, impedance testing with the new battery and at the paddle lead site were both greater than 10,000 ohms. The physician decided to explant the entire system based on his office note that this was discussed with the patient at her pre-op appointment. The replacement battery with the replacement battery and at the paddle lead as well and same result was noticed. The lead, extensions and new and old batteries were explanted. The issue was resolved at the time of the report. The patient¿s status at the time of the report was ¿alive ¿ no injury¿. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# v110880, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: lead. Product ID: 37083-40, serial# (B)(4), implanted:(B)(6) 2009, explanted: (B)(6) 2015, product type: extension. Product ID: 37083-40, serial# (B)(4), implanted: (B)(6) 2009, explanted:(B)(6) 2015, product type: extension. Product ID: 37711, serial# (B)(4), implanted:(B)(6) 2006, explanted:(B)(6) 2015, product type: implantable neurostimulator. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37742, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.